Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument a vibrio false positive result was obtained. The result was no reported and there was no patient impact. Assay used: enteric bacterial panel the following information was provided by the initial reporter, translated from (B)(6) to english: 1 extended enteric panel / vibrio test a patient positive result with an abnormal curve (side a) 2 CT / cg / chlamydia test one patient CT 24 result, the curve is negative. The sample was passed again and the result came out positive (side b).

Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument a vibrio false positive result was obtained. The result was no reported and there was no patient impact. Assay used: enteric bacterial panel the following information was provided by the initial reporter, translated from french to english: 1 - extended enteric panel / vibrio test: a patient - positive result with an abnormal curve (side a). 2 - CT / cg / chlamydia test: one patient - (B)(6) result, the curve is negative. The sample was passed again and the result came out positive (side b).

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported that they received a false positive results on vibrio for one patient sample on side a and negative results on CT, but reran yielded a positive results on patient sample on side b. Field service was dispatched for pm. Field service performed pm, which includes cleaning and decontaminating. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 16nov2018, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and a couple weeks prior to this complaint, the instrument had false positive results on vibrio. Field service disassembled and cleaned the readers, normalized both readers, and cleaned the inside of the instrument. Also it was noted that side a reader was replaced the day before the date of the complaint. No samples were returned for investigation, therefore returned sample analysis is not performed. Root cause cannot be determined with the information provided. The complaint is confirmed by field service during pm dispatch. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA/510(k)#: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument a vibrio false positive result was obtained. The result was no reported and there was no patient impact. Assay used: enteric bacterial panel the following information was provided by the initial reporter, translated from (B)(6) to english: 1 extended enteric panel / vibrio test a patient positive result with an abnormal curve (side a) 2 CT / cg / chlamydia test one patient CT 24 result, the curve is negative. The sample was passed again and the result came out positive (side b).